Event description:
It was reported that a percuflex urinary diversion stent was implanted into the patient during a stent exchange procedure. Following the procedure, the patient was presented to the emergency room for sepsis. Imaging revealed fragmentation of the ureteral stent, with retained fragments in the ureter. The patient had a nephrostomy tube for drainage and was admitted to the intensive care unit (ICU). Surgical intervention was planned for the removal of the retained stent fragments. There were no other patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number, therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0401 captures the reportable event of stent shaft break. Patient code e0306 captures the reportable event of sepsis. Correction to block e4: init rptr also sent rep to FDA

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number, therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of stent shaft break. Patient code e0306 captures the reportable event of sepsis.

Event description:
It was reported that a percuflex urinary diversion stent was implanted into the patient during a stent exchange procedure. Following the procedure, the patient was presented to the emergency room for sepsis. Imaging revealed fragmentation of the ureteral stent, with retained fragments in the ureter. The patient had a nephrostomy tube for drainage and was admitted to the intensive care unit (ICU). Surgical intervention was planned for the removal of the retained stent fragments. There were no other patient complications reported.